Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "an issue with a patient on noradrenaline where the blood pressure was fluctuating erratically. This could be attributed somewhat to his condition but we thought it might be the syringe driver. The engineer reports it is working normally, the central line was changed and the blood pressure and noradrenaline requirements settled. There was a delay to treatment but there was no other reported patient harm." Additional information: "patient presented with possible multi-organ failure and sepsis. The patients current condition is alive and still undergoing treatment. There was no harm or health consequences to the patient the patients mean bp increased to 80mmhg then to 90mmhg, systolic 90mmhg. Cvc was removed then a new cvc inserted bp resolved. There was no long-term issues as a result. Patient returned to normal hemodynamics when new cvc placed."

Event description:
It was reported that: "an issue with a patient on noradrenaline where the blood pressure was fluctuating erratically. This could be attributed somewhat to his condition but we thought it might be the syringe driver. The engineer reports it is working normally, the central line was changed and the blood pressure and noradrenaline requirements settled. There was a delay to treatment but there was no other reported patient harm." Additional information: "patient presented with possible multi-organ failure and sepsis. The patients current condition is alive and still undergoing treatment. There was no harm or health consequences to the patient the patients mean bp increased to 80mmhg then to 90mmhg, systolic 90mmhg. Cvc was removed then a new cvc inserted bp resolved. There was no long-term issues as a result. Patient returned to normal hemodynamics when new cvc placed.".

Manufacturer narrative:
(B)(4). The customer returned one 4-lumen cvc for evaluation. Visual examination revealed clear signs of use as there was biological material on the catheter. The grey medial extension line was returned with a large volume of biological material within the lumen. All four extension lines were returned clamped. Microscopic examination confirmed the condition of the sample. No other visual anomalies or defects were identified. No kinks or damage was observed. The total length of the catheter body measured to be 173mm which is within specifications of 157mm-177mm per product drawing. The inner diameter of the gray medial extension line measured 1.45mm which is within specifications of 1.40mm - 1.48mm per extrusion drawing. The outer diameter of the gray medial extension line measured 2.19mm which is within specifications of 2.13mm - 2.21mm per extrusion drawing. Functional inspection was performed per the instructions for use (IFU). The IFU provided with this kit states the following: "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." All four lumens were attempted to be flushed using a lab inventory syringe. All lumens flushed with no resistance except for the grey medial lumen, which experienced significant resistance. During a second attempt at flushing, a large amount of solid and fluid biological material exited the skive hole of the grey medial lumen. Once the biological material blockage was removed, the lumen was cleared and was easily able to flush with the lab inventory syringe with no issues. The catheter was then functionally tested per the IFU: "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." A lab inventory guidewire was able to pass through the distal and grey medial lumens of the returned catheter with minimal resistance. Additionally, the returned catheter was tested per bs en iso 10555-1 section 4.7.1 (amrq-000071 rev.15) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The device was connected to a lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected individually to the leak tester, and when pressurized, no catheter backflow or leaks were detected from any portion of the catheter. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit informs the user, "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed. Flush lumen(s) to completely clear blood from catheter. Maintain catheter patency according to institutional policies, procedures and practice guidelines. All personnel who care for patients with central venous catheters must be knowledgeable about effective management to prolong catheter's dwell time and prevent injury." The customer report of inadequate flowrate was confirmed through investigation of the returned sample. The catheter was received with a significant amount of biological material within the grey medial extension line causing a partial blockage of the lumen. Once the biological material was flushed from the lumen, the catheter was able to pass all relevant functional testing and flushed as expected. The device passed all relevant visual and dimensional testing and a device history record review on a potential lot revealed no relevant findings to suggest a manufacturing related issue. Therefore, based on the customer report that the issue was observed during use and the condition of the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.